Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis team. The instrument was found to have one bent grip tang, causing them to be misaligned. The offset at the tang was 1.04mm. The grips were not found to be cracked. Components adjacent to this bent grip tang did not show damage. The probable root cause is attributed to damage during use, as moderate misalignment of grip tang can occur due to grasping hard tissue or objects, or through collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was unable to be pulled out of a patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was stuck in a closed position. It was removed through the trocar and with the cannula. There was no tissue entrapment, adverse event, bleeding, or injury to the patient. There was no unexpected tissue removal. A new instrument was opened to complete the procedure.